Event description:
It is reported that a customer received a new insulin pump and needed assistance reprogramming and changing the reservoir sets. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with changing the reservoir and walked the customer trough the steps required to load the quick serter. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.